Event description:
It was reported, the pt with congenital aortic stenosis had this valve explanted due to pannus and thrombus impeding one of the leaflets. Regurgitation and a high gradient of 107 mmhg was observed. The surgeon had indicated the pt was non-compliant with the prescribed anticoagulation treatment and did not desire follow up of our analysis. A 25 mm sjm mechanical valve (model 25aj-501) was implanted. Following the procedure the pt was stable, recovering, and discharged from the hospital.